Manufacturer narrative:
(B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed a transducer fault alarm, low peak inspiratory pressure (pip) alarm, low minute ventilation (ve) alarm, and was not ventilating. There was no patient involvement associated with the reported event. The customer cleaned the exhalation valve and the flow sensor. The customer performed a calibration on the exhaled differential pressure transducer, but it failed. The reported issue was resolved by replacing main control board (pcb) with kit.